Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing processes for the ICD and the lead were reviewed. All production steps were performed accordingly, and in particular, the final acceptance tests proved the devices functions to be as specified. A thorough analysis of the ICD revealed a normal and expected device functionality. All therapy functions were available. In particular, the sensing function worked as specified and free of noise. The lead was found cut into 3 fragments. The distal fragment including the lead tip was not returned. An extraction aid was found on the lead body, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found abraded through at 16 cm distal to the df4 connector pin, which is assumed to be the root cause of the reported oversensing in the ventricular channel. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Oversensing on the ventricular channel was reported. The ICD system was explanted. Should additional information be received, this file will be updated.